Event description:
Three hours, 15 minutes into dialysis treatment a separation occurred at the bonded joint between the fistula needle tubing and the wing/hub causing air to be pulled into the extracorporeal circuit. The blood volume in the arterial line and dialyzer was discarded due to potential contamination. Estimated blood loss = 200cc. No medical intervention was required and no patient injury is reported. Follow up by medisystems clinical field staff indicates that patient suffers from dementia and was noted to be picking at cannulation site during treatment.